Manufacturer narrative:
(B)(4). Event description (continued): subsequent analysis of the returned steerable guide catheter (sgc) device, done on (B)(6) 2014, found two tears on the soft tip. No material was missing or detached. The site reported there was no resistance during withdrawal of any of the cds into the sgc. The mitraclip delivery system (10273365/06) referenced was filed in a separate medwatch report number. Evaluation summary: concomitant products: mitraclip system: lift, support plate, stabilizer; clip delivery system: cds02st (1027336507, 1027336506, and 1024574511). In this case, there was no reported device malfunction associated with the sgc; however, the analysis of the returned device identified tears in the sgc soft tip. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of soft tip tear reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed for the soft tip tear seen on the returned steerable guide catheter (sgc), which has potential to contribute to injury. It was initially reported that the first mitraclip (10273365/07) was implanted in the patient without incident. After an unsatisfactory grasp of the second mitraclip (10273365/06) to the leaflets, a chordal rupture was noted on the medial posterior chordae. Although the clip did not get stuck in the chordae, there was resistance felt on the delivery catheter handle while retrieving the clip from the ventricle into the atrium. There was no increase in the mitral regurgitation (mr) with this chordal rupture and the second clip was successfully implanted medial to the first. The physician decided to implant a third clip (10273365/10) between the first and second one to further reduce the mr. The third clip delivery system (cds) was prepared and inserted in the steerable guide catheter (sgc) as per the instructions for use with the blue lines in alignment. The straddling was properly performed. While in the left atrium, the cds m/l steering knob was rotated in the m direction to steer the clip down to the mitral valve, but the mitraclip moved in an unintended direction. The m knob was released and again applied, but again the behavior of the device was the same. The decision was to replace the cds with a new one (10245745/11). The device issue did not result in any adverse event. The mr was reduced from 4 to 1+ with the implantation of three clips.